Manufacturer narrative:
Device passed displacement test; it then failed self test. During testing, the enter keypad button would often require multiple presses in order for it to respond. After swapping the boards into another case, the problem resolved itself and seems to be isolated to the keypad and flex cable. Self test returned an unexpected pump error 63. In addition to this, adjusted the audio options audio volume 1-5, and each setting sounded the same. Pump error 63 is confirmed in the formatted history file (variableinfo = 3) due to a loose connection or a cold solder joint at u1 keypad assembly. Device was received with a crack in the battery tube. Inserted a test p-cap into the retainer ring, and it locked in place properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the buttons on the insulin pump was unresponsive and received stuck button alarm. The customer also reported that there was a crack on the battery side of the insulin pump going to the back. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.